Event description:
Additional information received from a manufacturer representative indicated the issue occurred on (B)(6) 2018 (aware date remained 2018-nov-05). The mobile viewing stations (mvs) computer was not able to communicate with the pleora (leds on lan port were not blinking). The image acquisition system (ias) cover was opened and the pleora was checked (powered off). The power source for command process was then checked (command process was off). Furthermore, the standalone board power source was checked (able to measure, 400vdc). The next steps included testing the system different standalone board and x-ray relay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the power control board for the generator did not receive power. It was reported that the issue was identified to be with the standalone board. To restore functionality; the standalone board, relay, varisator and x-ray relay control board were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not complete booting process. There was no patient present when this issue was identified. No additional information was provided.